Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: pet owner reported lines on barrel are crooked. Stated, she is concerned with dosing correctly because of the crooked lines.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6:investigation summary customer returned a total of (31) 0.3ml, 6mm, 31 gauge syringes from lot 2038461. The syringes were visually inspected. In some cases, the scale markings were found to be slightly angled across the face of the syringe barrel. However, none of the scale markings were found to be angled in such a way that the level of the syringe could be read out of spec.a review of the device history record was completed for batch # 2038461 all inspections were performed per the applicable operations qc specifications.based on the samples received, embecta was unable to confirm the customer¿s indicated failure of defective scale markings. While slightly skewed, the markings are not out of spec.root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: pet owner reported lines on barrel are crooked. Stated, she is concerned with dosing correctly because of the crooked lines.